Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, the surgeon monitor of the navigation system went black. A surgeon monitor from another navigation system was swapped. The procedure was completed without the use of navigation there was no delay to procedure. No known impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed functional checkout and functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep indicated that the surgeon monitor went black. The rep swapped it out with a monitor from another system at the site. The rep later found the issue and resolved it. There was no known impact to the patient there was a less than one hour delay in procedure.